Event description:
There was no patient involved in this event. Device beeping.

Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the 7th february 2014 and performed to specification up to the 16th august 2015. The device failed a self-test due to a low battery on the 23rd august 2015. The device was then successfully power cycled on the 30th september 2015. No further data was recorded prior to the devices return to heartsine. The returned pad-pak was inserted, the device passed a self-test. No warnings were given at shutdown and green status led flashed throughout. The returned pad-pak was used to deliver test therapy, the measurement recorded for the test shock indicates a fault. The device was power cycled using a test power supply, the device shut down with a warning device service required prompt after failing a self-test due to an overcharge error on the high voltage capacitors. The red status led flashed throughout. The device was disassembled for further investigation. Investigation found the reported fault can be attributed to component failure. The failure of the component resulted in the high voltage capacitors being charged. This would have caused the premature depletion of the pad-pak and the failed self-test which resulted in the device beeping.